Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery; unable to confirm e70 error alarm due to history file overwritten with a47 alarms due to a corrupted history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.